Manufacturer narrative:
This supplemental report is submitted to correct "device product code."

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined.

Event description:
On (B)(6) 2017, olympus medical systems corp (omsc) received a literature titled ¿treatment efficacy of short-type single-balloon endoscopy (s-sbe) using for patients who experienced intestinal reconstructive surgery in endoscopic retrograde cholangiography (ercp)¿ that was made in public in japan digestive disease week (jddw) on october 2017. The literature reported the result of 74 cases; 144 procedures (before s-sbe introduction: 119 procedures, after s-sbe introduction: 25 procedures) between january 2013 and february 2017. In the subject procedures, following complications reportedly occurred. - before s-sbe introduction: perforation occurred in 2 procedures, and pancreatitis occurred in 6 procedures. - after s-sbe introduction: perforation occurred in 0 procedure, pancreatitis occurred in 3 procedures. The literature concluded that, s-sbe was considered to be useful because it enables to perform a safe and wide-ranging treatment in ercp for patients who experienced intestinal reconstructive surgery. The presenter of the literature stated that olympus endoscope model sif-h290s, sif-q260, gif-xq260, gif-2t240 and gif-xq260j were used for the procedures (omsc reviewed the sales history record and confirmed that the facility did not purchased the gif-xq260j but gif-q260j). Olympus is submitting MDR according to the number of complication case because it was not informed which endoscope model was used in the procedures. This is 5 of 11 reports.